Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient was hospitalized in the intensive care unit (ICU) after experiencing high blood glucose levels (800 mg/dl). The patient ended up in cardiac arrest, experienced lactic acidosis, was in a diabetic coma and had to be resuscitated. The patient states he went to give himself insulin and 'use sensor' was greyed out and therefore he was unable to give himself any insulin. The patient originally had symptoms of low blood glucose levels and stomach pain. The patient spent one week in the hospital and the pod was discarded while at the hospital.